Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part 314.291 / lot 13-3027; manufacturing site: (B)(4); supplier: (B)(4); manufacturing date: 17. Dec. 2013. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of a clamp broke during a case on (B)(6) 2017. The black "gun" handle of the collinear reduction clamp broke into two pieces at the thinnest portion of the handle right below the two round connecting screws. This occurred while the surgeon was attempting to reduce a sub-trochanteric femur fracture. No significant force was placed on the handle. All pieces were retrieved. No fragments were generated or medical intervention required. An alternate clamp was used in its place for the exact same purpose. There was an approximate five minute surgical delay to obtain the alternate clamp. The procedure was successfully completed. Patient outcome was stable. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: service history review was completed for part # 314.291, lot # 13-3027. No service history review can be performed as part number 314.291 with lot number(s) 13-3027 is a lot/batch controlled item. The manufacture date of this item is 16-jan-2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Service and repair evaluation was completed for part # 314.291, lot # 13-3027. The customer reported the handle broke in two pieces. The repair technician reported handle cracked/broken as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Product development investigation was completed for part # 314.291, lot # 13-3027. A visual inspection, device history record review (DHR), and drawing review were performed as part of this investigation. The returned instrument was evaluated at customer quality and the complaint was able to be confirmed as the handle was received broken in two pieces. Replication of the complaint is not applicable with this complaint condition. The overall balance of the device was slightly worn but consistent with over 3 years of regular use. The sliding mechanism is used in conjunction with one of the four attachment arms (hohmann-style arm, pelvic arm, percutaneous arm and bone hook-shape arm) to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. A review of the relevant assembly design drawings for the sliding mechanism was performed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause was able to be determined. However, the failure mode is typically associated with excessive loading and/or rough handling. The applied force during use likely permitted final separation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: patient described as being "small/midstatured",